Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the parents reported that the patient experienced inaccurate cgm values 8 days after the sensor was inserted in the abdomen. The patient was difficult to rouse from sleep. The cgm was reading 150 mg/dl and the blood glucose reading was 40 mg/dl. The parents called paramedics and force fed the patient sugar. The patient came to by the time the paramedics arrived, and no additional treatment was provided, only monitoring vital signs. The patient was not transported to the emergency department. At the time of the report, the patient had normal cgm reading. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.